Event description:
It was reported that balloon rupture occurred. A 6.0mmx40mmx80cm (4f) sterling otw balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient injuries reported.